Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
It was reported during an acl reconstruction with a meniscal root repair a broken needle was found inside the knee scorpion. The scrub tech and the rep was trying to insert a new needle but it seemed stuck. That was due to a broken needle inside. The surgeon never touched the instrument and it was not used for the case. The case was completed with a suture lasso and the case was completed with no issues.